Manufacturer narrative:
Firstly, the surgeon implanted a paragon stem, however was unhappy with the stem's placement and attempted to remove it. In order to remove the stem, the paragon stem inserter was utilized. In this removal process, the stem inserter broke inside the stem and could not be removed after many attempts to remove it. It must be noted that the paragon stem inserter is not intended for use in stem removal processes, this is user error. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
When the paragon stem inserter was being used, it broke intra-operatively. The broken remnant part of the paragon stem inserter could not be removed from the implanted paragon stem after many attempts to remove it. This event caused a significant surgical delay 20 mins.